Event description:
It was reported that the patient expired in 2008. Reportedly, the device was implanted and explanted 2 days prior. It is unknown if the patient's death was attributed to the device, as no other details were provided.

Manufacturer narrative:
The device was not returned for evaluation.